Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing rib stimulation despite reprogramming. X-ray showed that the leads had migrated. The patient underwent a revision procedure wherein the lead was pulled down and moved to the midline. The patient was doing well postoperatively.